Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement procedure, an unspecified issue with rv lead was observed. Lead was capped and replaced on (B)(6) 2016. Patient was stable.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that there was high hv lead impedance issue on rv lead.